Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that loss of communication between transmitter and pump. Troubleshooting was performed and found that transmitter may not be working. The customer received a sensor signal not found. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the transmitter. The transmitter will not be returned for analysis.